Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 215, 227, 237, 264 and 290 mg/dl. The customer¿s expected am fasting blood glucose test result range is 140-180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 05/21/2025 and open vial date is (B)(6) 2024. The meter memory was reviewed for previous test result history: result 1: 215 mg/dl date: 1/23 time: 5:25pm fasting result 2: 227 mg/dl date: 1/23 time: 11:42am non-fasting result 3: 237 mg/dl date: 1/23 time: 9:35am non fasting result 4: 264 mg/dl date: 1/23 time: 7:54am fasting result 5: 290 mg/dl date: 1/23 time: 4:02am fasting

Manufacturer narrative:
Internal report reference number: b()(4). Test strips were not returned for evaluation. Meter as returned-reported defect not reproduced on returned meter. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: (B)(6): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 30-jan-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.